Event description:
Related manufacturing ref: 3008452825-2022-00103. During a left atrial tachycardia case, contact force information was flashing on and off on the screen which caused a delay. The tactisys was exchanged which did not resolve the issue. Another ablation catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause of the reported contact force issue and subsequent delay remain unknown.